Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure if functions properly.

Event description:
During a laparoscopic appendectomy the ez358 misfired. There was no consequence to the pt. 2/21/97 rep responded the contact person had no further details. The rep is attempting to gather more info.